Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the pt was not satisfied with the lens. Add'l info was received from the surgeon, who indicated the pt had blurred vision and halos at right prior to the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. (B)(4).